Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured. The lesion being pre-dilated for stent placement was a calcified, 100% stenotic lesion in a tortuous proximal rca. The physician initially predilated the lesion with another catheter, then changed to the maverick2 monorail (15/2.5) which ruptured at 10 atms on the initial inflation. The pt was asymptomatic during this event. The procedure was successfully completed. Pt status is reported as 'good'.